Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Technical services (ts) reviewed the lead data and determined that the lead is included in the recent advisory. Ts noted shock impedance values greater than 200 ohms with a gradual rise for approximately one and a half years. The plan is to continue monitoring. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Technical services (ts) reviewed the lead data and determined that the lead is included in the recent advisory. Ts noted shock impedance values greater than 200 ohms with a gradual rise for approximately one and a half years. The plan is to continue monitoring. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Follow up report 1 (device evaluation): this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Based on the available information, we have determined that the clinical observations were a known inherent risk with use of this product. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.